Event description:
Customer reported via phone call that they received a no delivery alarm. The blood glucose reading is 579 mg/dl. Customer states that their insulin pump had an occlusion.

Manufacturer narrative:
Reliability analysis evaluated five opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.